Event description:
It was reported that the device was in eri status after MRI examination. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The returned device data have been inspected. During inspection the clinical observation could be confirmed. The data showed, that the eri battery status was detected. However, the battery voltage was found to be normal and as expected. The analysis of the available iegms from february 5, 2025 showed noise in all channels, which led to five charging cycles. The frequency and morphology of the sensed signals of episode 104 can be most probably attributed to electromagnetic fields used by the reported magnetic resonance imaging. The MRI mode was not activated on february 5, 2025. In general, if a charging cycle occurs in a strong external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary drop of the supply voltage, resulting in a prolonged charging time. By design, the eri battery status is detected when the charging time of a defibrillation shock exceeds the limit of 20s. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data showed that the eri detection resulted from the reported MRI scan without a prior activation of the MRI mode.